Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Information reported stating ¿patient reported he can charge it and its not working period,¿ no longer applies to this event as it has been found to apply to regulatory report 3004209178-2014-21228. A correction was made to the statement as it should have read ¿patient reported he can¿t get it charged and it¿s not working period.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "it's been about a month maybe less the stimulator is not working." The patient was able to get it charged but it's not working period. The last time the patient met with the manufacturer's representative (rep) several months ago, he said there was something that was dead in the portion of the "stim" and re-adjusted accordingly and said maybe that would help for a while, but when the patient moved "something had come loose I feel like in the spine." There was a big indentation where the leads were placed in the patient's spine and also two knots. The indentation started a year ago, but the "stim" was still working so he didn't place a lot of emphasis on the indentation, but now the whole center of his back was numb as well as his hips, legs, both arms, and it was radiating from the back into arms and hands which was the way it was before having therapy. The pain in the center of his back was shooting towards the center of his chest and pain in the back around where it was connected. The pain and numbness started about a month ago. The patient wanted to know if he was doing everything correctly. It was later reported the patient thought there was something wrong with the lead where it was along the spine. He was getting stabbing pain that were shooting from the back into the chest. The patient was taking nitro. When it was happening but the pain did not stop. The pain would come and go. About five weeks ago the patient was seen by the heart doctor and they determined that the stabbing pain that was shooting from the back to the chest was not related to the patient's heart. The patient called back again and reported he "had pain where they implanted it and put the lead on my spine. There was an indentation there with three knots around it and my back and the back of my legs are numb. This pain had been going on for about three weeks." A request was made to meet with the manufacturer's representative (rep). The patient met with the rep. On (B)(6) and she was able to get the stimulator working. The battery was charged and the patient was receiving good stimulation. The rep. Did inform the patient that the battery would most likely need to be replaced within the next since it was eight years old. Also that one lead was not working well but they were able to program around that without a problem. It was noted that the knots in the patient's back may be due to his weight loss since he had lost 30 pounds since implant.

Event description:
It was reported that the patient had pain in the middle of the back around the area of the implantable neurostimulator (ins) location, which had started in (B)(6) 2013. The patient thought that the leads must have pulled all the way loose. The patient had then met with the healthcare provider (hcp) in (B)(6) 2014 and the patient had a small knot in his back. The hcp had at that point speculated that the patient¿s lead may have pulled loose, though the leads were still working. Around march, it was found that the patient had 4 knots on the side of his spine and it was very painful for the patient. The pain was from side to side across the back. The patient had been on medication, but didn¿t want to be dependent and thus weaned himself off of medication. Then, in (B)(6) 2014, the patient began having pain and numbness from the left hip into the center of the back and then down the leg. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Upon further review information stating there was something that was dead in the portion of the ¿stim¿ and re-adjusted accordingly and said maybe that would help for a while pertained to another event and was captured in regulatory report 3004209178-2014-03765.